Manufacturer narrative:
This report is submitted on april 15, 2024.

Event description:
Per the clinic, the patient experienced performance decrement subsequent to sustaining a head trauma. It was also reported that the patient experienced pain without sound processor but worse with sound processor. Subsequently, the device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.